Event description:
As reported by the user facility: details of complaint (reported issue): "ivig with d5w on primary line. Relentless alarms totaled: upstream alarms: 11, air alarms: 2, downstream: 1. Total alarms 14 = this is a tremendous increase in nursing workload to attend to the pumps (b braun pumps also do not self-correct) because of the issues and problems with b braun primary set. Increased pressure and upstream pressure under options to maximum. Alarms persisted. As advised by leadership try opening white clips top of primary line opened and closed as well as vent o ivig bottle also opened and closed also in attempt to resolve alarms." No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph of the IV set was provided for investigation. Upon evaluation of the photograph, the presence of bubbles was noted in the tubing. Evaluation for occlusion was unable to be performed without the physical sample. The reported concern of air in line was confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. A possible root cause of air in line alarms may be related to an incomplete priming of the IV line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, or incomplete filling of the drip chamber during priming. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.